Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the doctor attempted to position the lead at the ventricular septum after extracting and retracting the helix for three times due to twitching and measurement failures. The lead was placed at the good measurement location, but it was dislodged so the physician attempted to extract the helix of the lead but could not. The lead was left in the patient's body, and the new lead was inserted through the sheath. No patient complications have been reported as a result of this event.